Event description:
Our abbott medical optics office in (B)(6) received a report regarding a patient who had a intraocular lens (iol) explanted and a new one implanted due to ''bad near visual acuity'.'

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A review of the manufacturing records showed no deviations. The diopter measurement records from this particular lens were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 19.0 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.